Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1324003) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00362 for the first device.

Event description:
It was reported by the aci vascular closure specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral head, below the iea (inferior epigastic artery) via a 6f sheath. A 50/50 contrast and saline mixture were used. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured. The second device was removed and the pt was converted for 25 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.